Event description:
It was reported that outside of surgery the unit was sent in for preventative maintenance. There was no alleged malfunction when the device was sent in. There was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation, the rpms were noisy.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head was damaged, the rpms were noisy, the control bar was not in the correct position, the reciprocating arm as damaged, the ball plunger was not in the correct position, and the dowl pins were not flush. The planetary spacer, bearing spacer, eccentric shaft assembly, wave washer, planet gear, ball bearings, derm ii hinge throttle gasket, gear ring, dowel pin, planetary carrier, poppet spring, nut bearing lock, internal retaining ring, spring seal, needle bearing, motor sleeve, motor, swivel, reciprocating arm, lever, ball plunger, set screws, semi-circle shaft bearings, vespel sleeve bearings, spring pin, machined head, screw, set screw, and slotted screw were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.